Manufacturer narrative:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not respond and dislodged. The procedure was completed using manual compression. The device was used after hemostasis post endovascular therapy (evt). One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, the guard was not locked, the plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual inspection. The functional deployment simulation could not be performed, as the delivery shaft end showed a complete obstruction of the indicator wire port due to a swollen plug with dried blood present. Large amounts of dried blood were also observed within the internal components of the unit. The presence of dried blood initially prevented the guard from locking; however, after two hours of ultrasonic bath cleaning, partial mobility of the mechanism was restored and guard locking triggered the indicator wire deployment mechanism. Despite this, displacement of the indicator wire remained obstructed, resulting in disengagement of the wire from the internal components. Manual attempts to deploy the indicator wire confirmed the impeded state, as opposing force from the dried blood caused the indicator wire to kink. A high-magnification evaluation was performed to assess the internal mechanism. No damage was observed to the unit¿s components. However, significant amounts of dried blood remained within the interstitial spaces of the mechanism that could not be removed by ultrasonic washing. The reported event of ¿indicator window-no change to indicator¿ could not be observed through analysis of the returned device as functional analysis to change the window could not be performed since the indicator wire could not be deployed. The exact cause of the issue experienced by the user could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event, especially since the indicator wire cowling of the received device was not depressed and the indicator wire was not deployed. The initial difficulty experienced when attempting to depress and lock the cowling during analysis was attributed to large amounts of dried blood and was resolved after ultrasonic cleaning, confirming that the cowling functioned as intended. As this condition of the dried blood would not have been experienced by the user, the reason the cowling was not depressed during use of the device is unknown. If this device was used during the reported event, the cause of the inability to change the indicator would most likely be user error, as depressing the cowling is required to deploy the indicator wire, allowing it to engage the vessel during retraction and change the indicator window. Also, during functional analysis, the indicator wire could not be deployed when the cowling was depressed into the handle. Further inspection revealed that the plug swollen with dried blood was obstructing the indicator wire port and that dried blood remained within the interstitial spaces of the mechanism, resulting in disengagement of the internal component when wire deployment was initiated. As dried blood in this condition would not have been present during use in the procedure, it is unlikely that the customer would have experienced this indicator wire deployment issue if the cowling had been depressed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not respond and dislodged. The procedure was completed using manual compression. The device was used after hemostasis post endovascular therapy (evt). The device will be returned for evaluation.